Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a tone that lasted "two minutes" coming from their cardiac resynchronization therapy defibrillator (crt-d). The patient noted that there were magnets in their workshop and the patient reported that they "felt bad" after the tone occurred. The patient sent a remote transmission to their physician and the physician reported that the patient felt bad because they were experiencing atrial fibrillation (af). The clinic later confirmed that the crt-d had been exposed to magnets in the patient's workshop. The crt-d remains in use. No patient complications have been reported as a result of this event.